Event description:
Caller states the patient tested hi on the inform system and 130 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.